Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of over 400 mg/dl. The customer reported an insulin flow blocked alarm due to bent cannulas on two infusion sets. The customer did troubleshooting the issue. The insulin pump will not be returned for analysis. The customer declined the high blood glucose level troubleshooting. The customer treated the high blood glucose with a manual injection.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin flow block alarm noted during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
The date on the initial MDR¿s was incorrect. The correct date was 14-jul-2017. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.